Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and pacing impedance variation. The lead had high pacing impedance and several noise oversensing episodes were noted. The lead was programmed off and was subsequently capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.